Event description:
It was reported that following implant the lead exhibited loss of capture and was found to have perforated the right ventricle. The lead was successfully repositioned. The patient was in good condition following the event.